Event description:
It was reported that "when closing off the bag, the wire broke off". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4). Additional information recieved on 15 nov 2024 states that the patient's status is fine. All parts were recovered by laparoscopy. Search and manual extraction of the parts caused prolonged anesthesia time to recover parts. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when closing off the bag, the wire broke off". At the time of this report, the customer has not returned our requests for additional information.